Event description:
Intermittent noise was reported on the far-field channel in crt interrupt recordings transmitted to home monitoring. Postural testing in office did not reproduce noise or out of range measurements. Lead to be monitored and remains implanted. Should additional information become available, this report will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.